Event description:
Customer reported a (B)(6) male patient underwent a one hour left partial hip replacement. The patient was on the right lateral decubitus and the plate was placed on the left scapula. There was no hair under the plate and the patient was not repositioned. Reportedly at the end of surgery, the nurse noted 2 lesions, one was small and the other a 2x2cm and diagnosed by the nurse as third degree burn. It was treated with vaseline gauze. It appears the root cause of the injury may have been procedural due to failure to follow the generator manufacturer's instructions. The (B)(4) is a solid plate and the manufacturer's generator instructions state not to use solid plates with their generator.

Manufacturer narrative:
The used plate had been out of the pouch since the complaint was filed. It is difficult to conduct electrical testing on the plate for it was out of its pouch for more than 14 days. This is in alignment with our 14 day out of bag/pouch claim. Retains from same lot were tested for electrical performance and there were no failures. Hospital did not follow the generator manufacturer instructions and used the wrong style plate.